Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. A polaris mmg system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image could not be activated, and the procedure was not completed due to this issue. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter phone: (B)(6).